Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Event description:
(B)(4). Same patient as - 2134265-2009-06199. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. The target lesion located in the proximal right coronary artery was 90% stenosed, 3.50mm in diameter and 8mm long. The lesion was predilated with an unknown 3.5x10mm balloon at 8 atms. A 3.5x8mm taxus express2 stent was implanted at 16.0mm. Post-dilation was performed with the stent delivery balloon at 18 atms. Post-intravascular ultrasound was performed. The stent was well expanded. Residual stenosis was 0%. The patient was discharged 2 days later without angina symptoms. In (B)(6) 2010, follow-up angiogram revealed restenosis in the proximal rca. The patient had no ischemic symptoms. The target lesion was 90% stenosed, 4.0mm in diameter and 13mm long. The patient was hospitalized and a target vessel re-intervention was performed. The lesion was dilated with an unknown balloon catheter. Post-procedure visual inspection revealed 25% stenosis. The procedure was successfully completed and the patient status improved 1 day later. A 2 year follow-up was performed and no anginal symptoms were noted.

Event description:
On (B)(6), 2010 the facility's representative reported to baxter global technical services one colleague infusion pump in which a air in line alarm comes on after running about 20 mins. The condition occurred during patient therapy and interrupted therapy. This occurred in the med surg unit. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The reported condition of "air in line alarm comes on after running about 20 minutes" was confirmed. The reported condition is a due the wire that connects to the air in line printed circuit board being broken causing intermittent contact. The pump head module was replaced to correct the reported condition. This device utilizes user interface module master software version 5.09.90 categorized as remediated. The trend review found similar complaints with a similar reported condition and the trend is stable. A follow-up MDR will be submitted if additional information becomes available. (B)(4).